Event description:
It was reported that the patient presented in the operating room on (B)(6) 2017 for a normal device upgrade. During the procedure, the physician elected to remove and replace the right atrial lead. The physician noted that the lead had dislodged sometime in the past and that there was a loss of capture and sensing. The patient was asymptomatic as a result. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.